Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The tubing set was being used to deliver isovue 300 contrast media during a CT scan with an unspecified power injector at a 128 psi. After an unspecified length of time, the tubing ruptured at an unspecified location. An unspecified volume of blood loss was noted. It was reported that the customer clamped the ruptured tubing segment and accessed the clave port distal to the location of the ruptured tubing. The psi on the power injector was reportedly decreased and the scan was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v administration sets are intended for general infusion and not recommended for use with power injectors. This report represents will be info known by the reporter upon query by hospira personnel. (B)(4).